Event description:
The data and info contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary info received by karl storz, who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended to and shall not constitute an admission that a reportable event occurred or that any karl storz products were causally related to the incident. Allegedly, during a urethral fistula procedure, insert arced while in use. Procedure was completed. During pt visit 5 days post procedure, doctor noted that pt had received a burn. As a result, doctor performed add'l procedure to place stent. Pt condition is good now.

Manufacturer narrative:
The hospital returned four 38310ml/bipolar inserts; there was no indication which one was being used during procedure. (B)(4). All instruments show signs of arcing at the distal end. We do not know why this has occurred; we will send them to the MFR for further eval.